Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown if there were procedure and patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that there was a broken clamp. It was unknown if there was a procedure and patient involvement. No surgical delay was reported. No other information has been provided. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.